Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer stated pump is not working with the battery more than 1 day and few batteries was replaced and no change. Customer stated that battery cap was replaced and no change. Customer insulin pump was replaced.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected low battery alarm noted. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads cracked, and a broken reservoir tube lip.